Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller stating that on 2 separate occasions he has gotten readings that he does not feel were true, but he did "dose" himself based on the meter readings. One day he woke up and tested without washing his hands, he rcvd results of lo - so he immediately retested without washing hands and his results were 30mg/dl. He said he became paranoid, and so he went to the kitchen and drank a glass of milk he then tested within a minute and the readings were 140mg/dl. Another time caller woke up and tested without washing hands and the results he rcvd on the meter were 47mg/dl - again he was paranoid and he went to the kitchen and drank a qtr cup of orange juice. He then retested and rcvd results of 94mg/dl. Caller stated that he was using a new lancet, that he keeps strips/meter in his night stand. He is not keeping the strips in the original bottle because he stated that the original bottle of strips the cap broke off the bottle and he has transferred the strips into a new bottle. I have educated on the proper testing technique and storage conditions. Replacing meter and strips and sending control solution as he has none on hand.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.